Manufacturer narrative:
(B)(4). The unit was evaluated at philips, and the failure was verified. The power pca was replaced to resolve the issue. The unit passed all post-service testing and is back at the customer site.

Event description:
The customer reported power issues with this unit.